Manufacturer narrative:
The direct bilirubin reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with bil-d gen.2 on a cobas c 503 analytical unit. The first sample initially resulted in a direct bilirubin value of 1.78 mg/dl. The sample was repeated 11 additional times, resulting in the following values: 0.198 mg/dl, 0.195 mg/dl, 0.194 mg/dl, 0.192 mg/dl, 0.197 mg/dl, 0.189 mg/dl, 0.187 mg/dl, 0.197 mg/dl, 0.192 mg/dl, 0.192 mg/dl, and 0.189 mg/dl. The second sample initially resulted in a direct bilirubin value of 0.563 mg/dl on (B)(6) 2024. The sample was repeated 11 additional times on (B)(6) 2024, resulting in the following values: 0.220 mg/dl, 0.216 mg/dl, 0.222 mg/dl, 0.214 mg/dl, 0.217 mg/dl, 0.213 mg/dl, 0.213 mg/dl, 0.215 mg/dl, 0.217 mg/dl, 0.216 mg/dl, and 0.212 mg/dl. The second sample initially resulted in a direct bilirubin value of 0.710 mg/dl on (B)(6) 2024. The sample was repeated 11 additional times on (B)(6) 2024, resulting in the following values: 0.224 mg/dl, 0.220 mg/dl, 0.218 mg/dl, 0.224 mg/dl, 0.226 mg/dl, 0.210 mg/dl, 0.210 mg/dl, 0.207 mg/dl, 0.209 mg/dl, 0.209 mg/dl, and 0.210 mg/dl.

Manufacturer narrative:
The field service engineer checked the analyzer and noted there were patient sample quality related issues such as fibrin and clots. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.